Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their healthcare provider told them that the equipment is not being used on the program that it probably needs to be, and it is not working as well as it should. Patient said that the therapy worked fine at the beginning but now since november they are still getting new utis and the healthcare provider thinks that the patient may not be on the right program or not getting enough stimulation. The agent asked if the patient had made any adjustments since noticing the return of symptoms, and the patient said no. Patient's healthcare provider said to call for assistance on how to change programs. Patient stated hcp and patient have tried to contact mdt rep. Agent walked the patient through connecting to their settings and increasing the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.